Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the ¿error code usg/esg 400 for teflon pad melted¿. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that a thunderbeat stopped working during the beginning of the total laparoscopic hysterectomy procedure. There was no metal to metal contact. There were damages noted on the teflon pad and there was metal exposed. An unknown error code was posted on the usg - 400 generator. Another thunderbeat was used to successfully complete the case. There was no patient injury.